Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had emergency room visit due to high blood glucose. Customer stated that blood glucose was 400 mg/dl and the doctor checked it was 317 mg/dl and 307 mg/dl on the doctor's meter. Customer treated with bolus for high blood glucose. Customer was wearing the insulin pump at the time of emergency visit. Troubleshooting was done. Customer blood glucose was 317 mg/dl. Tried to troubleshoot but customer wanted to see doctor instead. No further information provided.